Manufacturer narrative:
The device remains implanted in the patient. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The device is used for treatment not diagnosis. It was reported post pump exchange the patient began to exhibit signs and symptoms of bleeding. The pump was not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. A review of the patient's controller log files indicated an increase in power consumption above normal operating parameters; the patient was reported to be on heparin, aspirin and plavix prior to the event. Though the reported event cannot be confirmed with the log files, analysis demonstrated an increase in power consumption outside the normal operating range; waveform trends of this nature may be indicative of a thrombus event. Based on the available information within this investigation, however, there is no evidence to suggest that the root cause of this complaint relates to a device malfunction. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The patient suffering a hemorrhagic cerebrovascular accident (hcva) could be attributed to the treatment received for the suspected thrombus; events with strokes are an inherent risk that may be associated with use of the heartware system. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Stroke and neurological dysfunction are known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be attributed to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Fifteen days post pump exchange, the patient again began to exhibit signs and symptoms of bleeding. As a result the heparin drip was held. Later that day, she was taken to the operating room for an egd which confirmed a large gastric ulcer and defect with surrounding necrotic mucosa and concern for perforation. The following day she was taken again to the or for exploratory laparoscopic (e-lap) repair of the gastric perforation (also confirmed by follow up CT scan). Four days later the medical team conducted a thromboelastography (teg) with platelet mapping to assess for platelet inhibition. The results showed no platelet inhibition for asa. As a result, she was started on full doses of aspirin. A repeat teg performed two days later showed continue lack of platelet inhibition. The patient was started on plavix at this time. Two days later, the patient again began to experience an upward trend in lactate dehydrogenase (ldh) levels. Preliminary review of log files also indicated an increase in power consumption above normal operating parameters. The patient's inr was also reported to be 1.3, which is subtherapeutic. She was reported to be on heparin, aspirin and plavix prior to the event. The plavix was discontinued for brylinta due to thromboelastography (teg) results that revealed no platelet inhibition for the medications plavix and coumadin. She did; however, continue treatment with heparin and aspirin and was started on an integrilin drip, with a plan to begin tissue plasminogen activator (tpa) the following morning. Three days later the patient's inr reportedly increased slightly to 1.6. Her hospital stay was further complicated by reports of bleeding from the mahurkar site which had been placed for plasmapheresis. At the time, the vad coordinator reported that pump parameters had improved and that the patient was stable. Several weeks later, the patient was reported to have suffered a hemorrhagic cerebrovascular accident (hcva). The family decided to withdraw support that same weekend and the patient expired. The pump will not be explanted post-mortem and that no autopsy will be performed.